Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure had a poor functioning line. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The line was not thrombosed. There was no problem with the catheter's dimension that they were aware of. Nothing documented if the dimension(s) of the catheter matched what was indicated on the label. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. No other products being utilized with the device. The line was replaced with the same product ID (identifier) and lot and chest x-ray as interventions required as a result of the event. There was no blood loss. Blood transfusion was not required due to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.